Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No unexpected motor noise anomaly during rewind was noted. The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump failed to vibrate during the self test due to a broken black vibrator motor wire. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump made an abnormally loud screeching noise during the rewind process. The customer's mother did not know the blood glucose reading. She also reported that the customer had been experiencing low blood glucose levels on the day prior to the call, adding that the vibrate feature of the insulin pump sometimes did not work. She declined troubleshooting assistance and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.